Manufacturer narrative:
E1: patient city: (B)(6), patient country: canada. The information in this complaint (B)(4) has been evaluated. The batch 6009531 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6009531 were previously tested in complaint (B)(4) on 10/jun/2025. Device history record (DHR) review: packing of quick set. Lot 6009531 was manufactured according to the work instruction (wi) version 81 and packaging in the multivac 12, on 05/oct/2024, with a total of (B)(4) units. Assembly of quick set: lot 4j05631 was manufactured according to the wi version 27 assembled in the quickset line, on 05/oct/2024, with a total of (B)(4) units. Lot 4j05632 was manufactured according to the wi version 27 assembled in the quickset line, on 05/oct/2024, with a total of (B)(4) units. Gluing of quick set lot 4j05595 was manufactured according to the wi 4905078 version 42, gluing of quick set in machine 04, on 03/oct/2025, with a total of (B)(4) units. Lot 4j05595 was manufactured according to the wi 4905078 version 42, gluing of quick set in machine 04, on 03/oct/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 28/jul/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) and lot 6009531 and 2 more complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4) event occurred in canada. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information available.